Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI: (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with all the tests results obtained. The expected fasting blood glucose test result range is 70-90 mg/dl. The customer did report symptom of drowsiness. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 09/27/2019 and open vial date is about three months ago. The meter memory was reviewed for previous test result history. (B)(6). Customer called in states the meter is reading low blood results. Caller is calling on behalf of customer and states the meter is reading low blood results and only concerned with this. The customer is stating that when they compare their results from their meter to an old meter true metrix meter and hospital meter; they are reading points lower. Customer was not feeling well and went to the hospital on (B)(6) 2019 prior to call she was having hypoglycemic symptoms such as drowsiness. No medical treatment was received. Customer's mother did say she gave her daughter a lollipop and (B)(6) and glucose tablets while they are in emergency room. No new medications or healthcare program suggested by healthcare professional. Blood glucose reading at the hospital was 114 mg/dl not fasting glucose meter (unknown brand of meter).